Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced inability to disengage the cot from the cot fastener and false engagement of handle in the upright or horizontal position. There was 1 event with patient involvement; the patient experienced unknown.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced false engagement of handle in the upright or horizontal position. There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
The device pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. The device code was also adjusted per evaluation of the device. Section h codes have been updated to reflect this.